Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device failed to function as intended during the evaluation of the system by the service engineer. The unit was replaced. There were no discrepancies or non-conformances experienced during manufacturing. The system and its components met all specifications prior to being released. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that smoke came out of the system and would not turn on. There was no patient involvement. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: not applicable section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - establishment name: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.